Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bleb-related leakage and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known adverse events addressed in the product labeling.

Event description:
Healthcare professional reported that roughly 5 months after implant of a xen® gel stent, the patient had a positive seidel test and extrusion of the device. The intraocular pressure (iop) at this time was noted as 6mmhg. The xen was removed and a therapeutic lens was implanted.